Event description:
It was reported that in the evening following implant, the patient became asystolic and observed the lead had dislodged. On (B)(6) 2014 the lead was repositioned. On (B)(6) 2014 the nurses were rolling the patient over and the patient became asystolic again. The nurses rolled the patient back over and pacing resumed. On (B)(6) 2014 the physician elected to remove and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.